Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate high voltage therapy due to noise and oversensing on the right ventricular (rv) lead. The lead was capped and replaced in order resolve the event and the patient's condition was stable following the procedure.